Event description:
It was reported that the device exhibited noise with increased in capture threshold and impedances. R-wave amplitude also decreased. Noise was reproduced through isometrics. Patient was asymptomatic. The lead was capped and replaced. The patient status was normal after the event.